Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, defective component, electrical /electronic property problem. There is no information on patient involvement and patient impact.

Manufacturer narrative:
Correction: initial reporter first name, initial reporter last name, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name additional information: initial reporter phone, initial reporter e-mail, initial reporter addr 2 .

Manufacturer narrative:
The root cause for the reported issue that pump issue due to electrical /electronic property problem was not determined. The reported issue that there was the pump issue due to electrical /electronic property problem could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, defective component, electrical /electronic property problem. There is no information on patient involvement and patient impact.